Manufacturer narrative:
(B)(4). The investigation is ongoing, pending additional information that will be requested of the field.

Event description:
Boston scientific received information from a patient device history record (unknown source) that the patient implanted with this implantable cardioverter defibrillator (ICD) system passed away one day post-implant. No other information was provided. A review of ep notes confirmed successful ICD implantation for secondary prevention patient without complications. It is unknown if the patient was discharged home post-implant.